Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 456 mg/dl which was treated by bolus. Customer alleged that insulin pump was under delivering. Customer changed infusion set and blood glucose level went high. Customer was using insulin pump within 48 hours of reported event. It was unknown if insulin pump was on auto mode. Customer did all possible troubleshooting for high blood glucose level. Insulin pump will not returned for analysis.